Event description:
During pump preparation, the physician tried to aspirate the water from the reservoir three times, but only 10 ml was aspirated. He then injected the baclofen, but could only inject 15 ml. The physician could not press or pull the plunger. The physician thought the valve might be locked, so warmed the pump (in 37c) for 10 minutes. When the physician injected the 22g huber needle into the reservoir, "steam of baclofen or water flew back from the reservoir through the needle." The physician then "tried the aspiration and 18 ml could inject this time." The physician thought the reservoir was empty and injected 18 ml of sterile water, but only 12-13 ml could be injected. He could not inject again. He warmed the pump again and tried to inject, but could not do that; so the physician decided not to use the pump. The physician commented that the pump acted differently than usual; when he pushed the needle into the reservoir, it felt like the needle doubly hit something. There was reported to be "no health hazard" for the patient.

Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.